Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a straight type blood set leaked from the filter chamber during infusion of blood. The reporter stated that they noticed the leak when they had connected the tubing to the primary line that was in place in the patient¿s vein. No blood reached the user since the customer interrupted the infusion as soon as the leak was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d4 (catalogue #, lot #, UDI #), g1 (manufacturer name and address), h3, h4 and h6. B5: the affected product is y-type blood/soln set, previously submitted as straight type blood set. D4: catalogue # jc7790 replaced with jc7751. G1 (manufacture previously reported as baxter healthcare cartago, costa rico replaced with baxter healthcare, haina san cristobal, dominican republic). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3 and h6 (additional codes added for companion sample testing). H10: a companion sample was received for evaluation. A visual inspection was performed which did not identify any issues related to the reported leak. The device was pressure and clear passage tested and no leak or blockages were observed. A pull test was performed and no separation was noted. The reported leak condition was not verified on the companion sample. Should additional relevant information become available, a supplemental report will be submitted.